Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os). The lens was explanted due to inflammation. The adverse event was observed in 2009. The lens was not exchanged for another lens.